Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was turned off and needed to be reconnected to the network to be operational again. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was turned off and was no longer connected to the network. The technical support specialist (tss) dialed into the station and logged in as cfn admin. Then reviewed the data sync logs and found manual recovery errors, then followed knowledge article manual recovery required data sync invalid upload change tracking value and confirmed there were no retry errors. The station was rebooted and successfully auto launched into cfn app. The system functioned as intended after the technical support specialist (tss) troubleshot the issue.